Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pains. A lead integrity alert (lia) triggered on the right ventricular (rv) lead due to non-sustained and oversensing. In addition, there was t-wave oversensing (twos) and double counting exhibited on electrogram. The rv lead remains in use. No patient complications have been reported as a result of this event.